Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with prodisc-c at c3-c4 experienced postop superficial infection at the incision. Irrigation and debridement at superficial would (stitch abscess) done (B) (6) 2010. No further treatment anticipated. Surgeon noted implant was in a good position and secure. Infection was not implant related.